Manufacturer narrative:
Investigation is not complete. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked at an unspecified location of the tubing of the tubing set. No information was provided if the leak occurred during or prior to patient use; however, the customer contact indicated there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional information.